Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had to have the ins replaced about 4 weeks ago and they had an appointment scheduled with a manufacturer representative (rep), however the rep didn't show up. Pt said that they were supposed to have met with a rep on (B)(6). Agent redirected the pt to healthcare provider (hcp), however pt said that it was difficult for them to coordinate things like this. Agent advised the patient that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. Agent asked the pt why the ins was replaced; pt said that they had the ins for 5 years and the battery died. Pt said that the battery died probably a month and a half before it was replaced.